Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that increased pacing impedance and inadequate capture threshold which resulted in loss of capture were observed on the right ventricular (rv) lead. During the revision procedure, a kink was visually confirmed on the rv lead. The rv lead was also confirmed to have insulation abrasion due to friction between the other leads and device. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.